Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaws continued to smoke after cutting a vein. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test as it self activated. The handle on the device was open to verify connections; dried blood was found on the switch actuator which was likely attributable to the self-activation of the device. Based on the evaluation results, the reported complaint was confirmed. A lot history review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).